Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci gyn procedure, the one endowrist vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received mandatory/voluntary report (B)(4) from the FDA with the following complaint description: a vessel sealer was being used by surgeon during the procedure. The instrument did not work properly. The intended purpose of sealing the tissue did not work. There was no harm to the patient. According to the information in the report, the planned surgical procedure was a robotic-assisted laparoscopic radical cystectomy, sacrospinous vaginal wall suspension, bilateral extended pelvic lymph node dissection. The patient also underwent an open ileal conduit urinary diversion creation and an open placement of bilateral ureteral stents through the conduit and into the kidneys. On (B)(6) 2015, isi contacted the site's risk manager to obtain additional information regarding the reported event. According to the risk manager, she was unable to provide any other details regarding the reported event.